Event description:
It was reported that the xenon light source had a lamp issue, lamp was not turning on, showed an emergency lamp error e207 and the reset button not working. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11. The device was returned to olympus for inspection and lamp issue and error e207 was confirmed. The reset button not working was not confirm. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the emergency lamp. However, the root cause of the faulty emergency lamp was not identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.